Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she had an emg done for a botox injection in (B)(6) 2013 and felt a burning and scorching sensation at the implantable neurostimulator (ins) site for 4 weeks post procedure. This occurred suddenly. It was noted the patient did discuss this with her doctor. Relevant medical history included multiple back operations and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.